Event description:
Zimmer direct-drive product not properly designed to attach to zimmer locking bolt. Due to improper design, locking bolt became worn and would not fit appropriately into direct drive.